Event description:
A user facility reported that the tracheal intubation fiberscope has a crushed insertion part. During a standard service inspection of the customer returned device, peeling off the coating on the insertion section was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The coat of the ig serpentine was peeled off. In addition, rubber adhesive part chip, insertion failure, and ig bundle stain were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 16-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to mechanical stress such as friction and chemical attack by deprecated chemical solutions. Olympus will continue to monitor field performance for this device.